Event description:
It was reported via a journal article that the patient's atrial leadless pacemaker (alp) was over-sensing. Atrial mechanical test indicated the caused was atrioventricular desynchronized ventricular pacing due to over-sensing atrial mechanical activity, which elicited asynchronous pacing. Patient consequences included dyspnea, heart failure, and low blood pressure. A chest x-ray (cxr) showed pulmonary congestion, and transthoracic echocardiogram revealed a decreased left ventricular ejection fraction. The alp was reprogrammed successfully. The article states that the patient's condition improvised post programming changes.